Event description:
The patient presented for an implant procedure. During the implant, the patient experienced atrial fibrillation while mapping and fixating the leadless pacemaker. Medication was administered and the patient was then succesfully cardioverted. The device was then successfully implanted. The patient was discharged.